Event description:
A facility reported the image from a glidescope titanium lopro t4 reusable laryngoscope appears less clear and blurrier on the screen. When the laryngoscope is inserted into the mouth for intubation, the screen becomes completely black. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated. However, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B4, g3, g6, h2, h6, h11. The facility's device was not returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported device serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope titanium blades does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Upon review of the device history for the subject device, it was determined that the device was manufactured on december 22, 2021 and is past the three (3) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, three (3) years and four (4) months, may have caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.